Manufacturer narrative:
The technician found the screws broken in the hex rod and the casters worn. The technician replaced the head end casters the hex rod and screw to repair the bed.

Event description:
Info received indicates the head end brake casters are not holding when in brake.